Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr of reul0395 showed no other similar product complaint(s) from this lot number.

Event description:
Complainant placed with ultrasound a 5 fr powerpicc solo in a patient's upper right arm and the infusion center called 5 days later and reported that the patient had copious amounts of serous drainage coming from around the PICC insertion site. The arms were not edematous. The patient walks with a walking boot and occasionally uses a cane. The doctor had nurse remove the PICC and replace one in the patient's left arm. They checked the PICC after removal and there were no leaks.